Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Caller switched to multiple daily injections as a backup therapy and will receive a replacement pump from technical support. Updated software will be on the new pump, and instructions were provided for handling the sensor and return of the malfunctioning pump.